Event description:
Report received from the USA stating the device was "overheating." The device was not being used during a procedure. No patient or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device. The reported problem was confirmed; the device exceeded temperature requirements. It was determined that the device had bearing wear/damage, and also had dents and damage on the distal end of the attachment that was indicative of mishandling of the device. The bearing damage could be due to normal wear out over time, but may have been exacerbated by improper or ineffective cleaning and maintenance of the device. If additional information is received, a supplemental report will be sent. (B)(4).